Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The device was not returned for evaluation as it was discarded by the site.  In this case, the cause of the balloon burst cannot be confirmed, however, it was likely related to patient factors (moderate calcification of annulus and leaflets, coronary stent partially protruding into the sinus. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during transcatheter aortic valve replacement (tavr) with a 23mm sapien 3 valve via transfemoral approach, the balloon ruptured during valve deployment. Bav was not performed. The commander delivery system was prepped with 1+ cc added to the nominal volume.  The procedure was uneventful until valve deployment when the balloon burst. The balloon was "mostly" inflated when it burst. Post deployment the valve landed in 80:20 aortic/ventricular position, but it did not appear to be fully expanded. When negative pressure was pulled on the inflation device, there was blood return. Echo images noted severe paravalvular (pvl).  A 24mm balloon was used in an attempt to fully expand the valve, but severe pvl persisted. A new delivery system (same size) was prepped with 2 cc¿s added to the nominal volume and was successful in expanding the valve. There was only trace pvl after post-dilatation.  The annulus and leaflets have moderate calcification, and there was a left coronary stent ¿that partially stuck out in the sinus¿.